Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination was performed on the returned device. It was noted that approximately 2mm of the proximal end of one of the blades was lifted distally from its pad. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that blade detachment and balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified inner shunt forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the lesion was confirmed to be dilated. The balloon was removed through the sheath and it was noted that the blade was partially detached and a pinhole like rupture in the balloon was observed. The blade was completely removed from the body and there was no remaining part inside the body. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that blade detachment and balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified inner shunt forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the lesion was confirmed to be dilated. The balloon was removed through the sheath, and it was noted that the blade was partially detached and a pinhole like rupture in the balloon was observed. The blade was completely removed from the body and there was no remaining part inside the body. The procedure was completed with this device. No patient complications were reported.